Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant information.

Event description:
Device issue: failure to advance. Time of device issue: during the procedure. Adverse event: required medical intervention. Time of adverse event: during the procedure. It was reported that the perforation was caused by an unknown non-abbott device. The graftmaster stent was advanced to treat the perforation; however, it was unable to cross. The perforation was treated with a balloon catheter. No additional event or patient information is available.